Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to laparoscopic cholecystectomy procedure, misalignment of the jaws was noted. The same events occurred in a row. There was no patient injury.